Event description:
It was reported the customer had a open circle on their insulin pump. Customer's blood glucose was 137 mg/dl. The customer also stated they did not receive a low battery alert although their battery was low. Troubleshooting could not resolve the circle on the customer's insulin pump. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.